Event description:
It was reported that during the aneurysm embolization procedure, the guidewire (subject device) was broken inside the patient anatomy. The subject guidewire was retrieved from the patient anatomy. Patient is stable. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. No additional information available.

Event description:
It was reported that during the aneurysm embolization procedure, the guidewire (subject device) was broken inside the patient anatomy. The subject guidewire was retrieved from the patient anatomy. Patient is stable. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. No additional information available.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿ updated. H3 summary attached - updated. D4 expiration date - added. D4 catalog # - corrected. D1 product long description - corrected. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the core wire distal end was observed through the distal tip dome. The guidewire was returned broken in 3 segments (8.5cm distal segment, 0.5 middle segment and 206 cm proximal segment). The hydrophilic coating was hydrated, and there were no anomalies noted. The proximal segment was inspected, the nitinol tubing was broken 1 cm from the distal end of the proximal segment. The core wire was stretched, and the platinum wire was visibly broken (distal end of the proximal segment). The distal and middle segments were inspected, the platinum wire was visibly broken, and 2 fragments were still connected with severely stretched core wire. Functional inspection was not applicable. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Analysis of the returned device found the guidewire was returned broken in 3 segments (8.5cm distal segment, 0.5 middle segment and 206 cm proximal segment). The nitinol tubing was broken 1 cm from the distal end of the proximal segment. The core wire was stretched, and the platinum wire was visibly broken (distal end of the proximal segment). With regard to the distal and middle segments, the platinum wire was visibly broken, and 2 fragments were still connected with severely stretched core wire. The condition of the returned guidewire indicates the device encountered a significant manipulation during the procedure. An assignable cause of procedural factors will be assigned to the as reported and as analyzed ¿guidewire broken/fractured during use¿ in addition to the as analyzed ¿guidewire distal tip stretched¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.